Event description:
Customer states last night his insulin pump froze. Customer's blood glucose at the time of the incident was 154 mg/dl. This morning it was 184 mg/dl. Customer used the reservoir to give insulin. The device alarmed battery out limit and customer cannot clear the alarm. Customer uses (B)(6) batteries. Customer last changed the battery two to three weeks ago. Customer cannot clear the alarm with the esc and act button. There are not button errors. Customer removed the battery for eleven minutes and the device started up again, but the buttons are still unresponsive. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had operating currents within specification and no battery alarms were noted. The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.